Event description:
Bayer medical care inc. Was informed that a patient suffered an alleged air injection while connected to a medrad avanta fluid management injection system (sn (B)(6). Following the event, the patient became hypotensive, went into cardiac arrest, and was immediately resuscitated. An intra-aortic balloon pump was placed, and the patient was transferred to the intensive care unit. The current health status of the patient is unknown.

Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted. The avanta fluid management system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care inc. Was informed that a patient suffered an alleged air injection while connected to a medrad® avanta fluid management injection system (sn (B)(6)). Following the event, the patient became hypotensive, went into cardiac arrest, and was immediately resuscitated. An intra-aortic balloon pump was placed, and the patient was transferred to the intensive care unit. The current health status of the patient is unknown.

Manufacturer narrative:
A system service check report of the medrad® avanta fluid management system, serial number (B)(6), completed (B)(6)2024, verified it was operating within bayer specification. Bayer product analysis received and tested the medrad® multi-patient disposable set, lot number 232902, and single-patient disposable set, lot number 231201, in use during the procedure and concluded that they performed to specification with no problems observed. The avanta fluid management system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event. Note: the manufacture date for this device is february 1, 2016, which was prior to the UDI implementation date of (B)(6) 2016, for class ii devices. As such, this equipment was not yet required to bear UDI marking and/or reported into the gudid database at the time.